Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown. During troubleshooting with tandem technical support, it was determined that the pump shutdown due to insufficient power. Customer had elevated blood glucose levels (376 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Tandem technical support educated the customer on charging the pump daily to prevent shutdowns.